Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning blood/tissue from the helix and applying torque to the inner coil, the helix could be extended and retracted. The full measured helix extension length was within specification. The cause of the reported event of helix would not extend was isolated to the helix being clogged with blood/tissue and over torque of the inner coil. During electrical testing the lead was shorting due to over torqued inner coil at the connector region which is consistent with procedural damage. The cause of the reported events of sensing and capture anomalies was due to over torqued inner coil which is consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a new pacemaker implant procedure. Prior to insertion, the right atrial lead was checked outside of the patient whether the helix could extend and retract properly. The lead was deployed in the right atrial appendage. During lead positioning, both measurement values for potential and threshold were considered abnormal. The lead was re-positioned and repeatedly measured. On the 4th re-positioning attempt, the physician noted the helix was unable to extend after multiple rotations. The lead was removed outside of the patient, and it was confirmed the helix was unable to be extended. The lead was replaced with no issues. The patient was stable.